Event description:
On (B)(6) 2012, the distributor contacted animas and reported a load step malfunction. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation there was a load step malfunction.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed "no cartridge detected" warnings. During testing, the pump emitted a "no cartridge detected" warning during the load step. Force sensor calibration testing was not possible due to the load step malfunction. The pump was opened for investigation and revealed a misaligned force sensor component on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).